Event description:
It was reported that, the patient swallowed the rechargeable battery (date not reported). The patient was advised to seek immediate medical attention, as swallowed battery contains lithium. Additional information has been requested but has not been made available as of the date of this report.